Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 5/7/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile 400cc saline prosthesis, catalog: 3502300, serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 400cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure. As a result, the breast prosthesis will be explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 6/26/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Also on 6/26/2018, mentor received additional information: date of event: (B)(6) 2018. The patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 500c on the left and 400cc on the right manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. Complaint was not confirmed. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).